Event description:
It was reported that the tip of the handle snapped off.

Manufacturer narrative:
Lot# 134002. Visual inspection; functional inspection; device history review; complaint history review; risk assessment; the age of the device (3 years) and according to the sales rep the device had been used 200-300 hundred times. The plausible root cause is normal wear based on age and extensive use of the device.

Event description:
It was reported that the tip of the handle snapped off.